Event description:
Reporter indicated via published literature that a vns pt developed a superficial skin infection at the generator site after initial implant surgery. The skin infection resolved after antibiotic therapy. Attempts to the reporter for more info regarding the pt and the skin infection have been unsuccessful to date.

Manufacturer narrative:
Article citation: wheless jw, baumgartner, j, maggio b., et al. Complications of vagus nerve stimulation (abstract). Epilepsia, 1999;40(suppl 2):91.